Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported "increase in breast size" "left breast has a different shape and size when compared to right side." "Encapsulation was identified". Healthcare professional reported capsular contracture baker grade iii, and "presence of shallow folds of accommodation". Device remains implanted on left side.